Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy-defibrillator (crt-d) exhibited infection. A revision was performed and the crt-d was explanted. There were no additional adverse patient effects reported. There crt-d was not returned.